Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision procedure had to take place due to the patient re-rupturing their achilles. During the revision procedure the surgeon planned to remove the ar-2324bcc that had originally been implanted during the primary procedure.